Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation the healthcare professional observed a foreign object or scratch on the lens which led them to explant and exchange the rayone emv rao200e iol. The product has been retained and is being returned to rayner; however, to date, no product has been received by rayner for inspection. The rayner hydrophilic iol use fmea identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event. There is currently insufficient evidence and information available to establish the cause of the event. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 100161020.

Event description:
On (B)(6) 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that a foreign object and/or scratch was observed on the lens immediately following implantation necessitating explantation of the iol.